Manufacturer narrative:
The reported event of a valve leak could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined. The maximum xtra introducer instructions for use (IFU) suggests flushing the dilator, introducer sheath, infusion side port, and stopcock with heparinized saline prior to insertion. The maximum xtra introducer instructions for use (IFU) states individual patient anatomy and physician technique may require procedural variations. The maximum xtra introducer sheath instructions for use (IFU) states damage to the valve assembly may occur if the inner catheter is withdrawn rapidly. The maximum xtra introducer sheath instructions for use (IFU) instructs the user to insert the dilator into hemostasis valve and then follow normal accepted practice for vessel puncture, guidewire insertion, vessel dilator and hemostasis introducer use. The maximum xtra introducer sheath instruction for use (IFU) states that the user should advance the dilator/sheath assembly with a twisting motion to avoid damage to the sheath or vessel.

Event description:
Blood was leaking from the maximum xtra hemostasis introducer valve after inserting a non-abbott 5fr catheter into the sheath. The device was removed and another maximum hemostasis introducer was used to complete the procedure. Blood loss was not clinically significant. Patient's information (e.g. Age, weight, gender, ethnicity, race, patient's initials) cannot be handled by abbott in absence of patient's written consent as required by the personal data protection national legislation. National legislation prevents the recording of such information. A written consent has not been obtained in this case; therefore, this information is not available.